Event description:
It was reported that the trolley of the anesthesia machine got loose and the user could not move the device any more. The welded castor base of the trolley was broken. No injury was reported.

Manufacturer narrative:
Device and info are requested to be returned to the MFR for investigation, but have not been received yet. The outcome of the investigation will be reported in the follow-up report.